Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the das imaging results showed that the patient had an m1 segment aneurysm of the left middle cerebral artery. The size of the aneurysm measured by intraoperative imaging was 4.61mm, 5.32mm, the neck of the aneurysm was 4.84mm, the diameter of the distal parent artery was 3.05mm, and the diameter of the proximal parent artery was 3.12mm. The physician chose the stent to assist with coil embolization. After removed the microcatheter, exhaust operation was performed. A microcatheter was guided to the distal position of the right middle cerebral artery m1 using a guidewire. There was slight resistance during the conveying process, but it can be smoothly delivered. Removed the guidewire and use it to guide the microcatheter. The microcatheter entered the y-valve smoothly but encountered resistance after moving forward for a certain distance, and the microcatheter could not be delivered forward. Despite repeated attempts, the microcatheter could not be delivered forward. Upon removing the microcatheter, no abnormalities were found. Inspection of the microcatheter found that there was a foreign object attached to the outer wall of the microcatheter, which resulted in the inability to deliver the microcatheter. Replaced with the same model microcatheter, successfully in place, and subsequently completed the procedure smoothly. Additional information: there was a foreign body on the external wall of the microcatheter, and the physician said that it could not be washed away. No photos available.

Manufacturer narrative:
Post-product evaluation assessment was performed and it is determined that no further changes are required. All of the information necessary to investigate and close this file has been obtained. No further activities will be performed in relation to this event. This record will be closed.